Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6)2022 explanted: (B)(6)2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-oct-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown medication via an implantable pump. It was reported that the patient had a pump system explant due to a cerebrospinal fluid (csf) leak and infection. Following the pump implant the patient had been seen for removal of the sutures and there had been noted a tiny opening at the lumbar incision with some drops of fluid that appeared to be clear and yellow. The patient had been admitted to the hospital several days later with fever form presumed aspiration pneumonia. Because the fever persisted there was concerns of the pump being infected. The abdomen had been examined and there had been no evidence of fluid in the pocket and the incision looked healed at that time. The patient continued to spike fevers and upon re-examination of the abdomen there had been swelling over the pump site and they aspirated fluid from the pocket. It was reported csf had been aspirated the catheter access port. A sample had been sent for culture and sensitivity. During the procedure upon opening the pocket watery cloudy fluid had been noted in the pocket.